Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found no signs of damage or misuse to the adapter. A cause of the reported event could not be determined. While onsite, the technician reinstalled the adapter. The unit was tested, confirmed to be operating according to specification, and returned to service. A 1-year complaint review confirmed this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure an adapter on their vividimage 4k surgical display fell and contacted an employee's head. No report of injury. The employee continued working.